Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system was in standalone mode. The interface (umbilical) cable was reseated without resolution. The cable was noted to have no physical damage to the cable or the pins in the connector. The imaging system and viewing station of the imaging system were then rebooted and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.